Event description:
It was reported that there was no ventricular capture at high outputs in the unipolar configuration. After changing to the bipolar configuration, ventricular capture was possi- ble at 3 v. The patient's rhythm was in the thirties.

Manufacturer narrative:
No medwatch form was received.